Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective and positional stimulation. Reprogramming was tried to no avail. Subsequently, the scs system was explanted. The patient received two leads with the same lot number.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20216. Further returned product identified the patient's ipg was out of specification in a manner which relates to the event. The ipg has been added as device 2.